Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 03/04/2011, 03/08/2011 and 03/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt seeing ghosting images two years following intraocular lens (iol) implant surgery. He reported that the lens is decentered slightly and "kept bouncing back." The surgeon stated that the pt's vision is 20/20. He reported that the pt has optic nerve issues. Add'l info has been requested.